Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported their stimulator had not helped their symptoms ever since they got it. Patient said during the trial the first time the doctor stuck the wires in the wrong place so they had to pull them out and redo them and the second time they put them in it was in the right spot, it worked pretty good and their theory was that when they put the actual stimulator in they went back into the first place where they put the first leads and it needed to be in the other spot. The patient said they gave up on trying to use it, in the past, they made an adjustment that made it worse then they went to the healthcare provider (hcp) who changed it and when asked if the results were better they said "not really but I'm done trying to play with it." Reviewed device/therapy optimization information. Redirected to their hcp. The patient stated that it had been a while since they plugged in any equipment they just plugged in the communicator, it hadn't been plugged in very long the light was orange. Agent reviewed communicator charging information. Offered and emailed MRI information and quick guide.